Event description:
Add'l info received from MFR 10/21/02: this product is not made by boston scientific.

Event description:
Rf generator current leak vs. Catheter malfunction resulting in advertant ventricular fibrillation induction.